Event description:
The customer stated there was a variation in the negative rubella g control on the axsym analyzer. No further information was given. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.